Event description:
The lay user/patient contacted lifescan alleging that his one touch ultra meter was powering off, during use. The patient was unable to recall the specific date; however, he woke up and was unable to administer insulin and only drank " a little bit of juice". Later that morning he began feeling weak in the legs and decided to have his wife drive him to the hospital. His friend at the laboratory ran a lab test and obtained a 62 mg/dl. He was given glucose tablets. He was released approximately 1 hour later with a blood glucose level of 100mg/dl. The paient was advised that his blood glucose level was dropped, since he had not had anything to eat. No further treatment was sought. The patient reported that he had been unable to locate the correct type of batteries, prior to calling. Upon replacing the battery, the meter prompted the time. The customer care advocate walked the patient through resetting the meter settings. Although the reported issue was resolved, the meter, test strips, and control solution were replaced. This complaint is being reported, since he was unable to obtain a quantitative result and developed hypoglycemia.